Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two weeks post cardiac resynchronization therapy defibrillator (crt-d) system implant the patient presented to the emergency department with a fever and it was noted that the pocket looked "puffy." An infection was suspected and the crt-d system was explanted and the patient underwent infection control protocols. No further patient complications have been reported as a result of this event.